Event description:
It was reported that the male luer of a light sensitive drug set was not properly connected to the device. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the y-connector was observed to be separated from the tubing of the device. Further visual inspection of the solvent at the junction revealed that the tubing had been under-inserted into the y-connector. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.